Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's lead and neuro adaptor were explanted, and the implantable neurostimulator was inactivated, due to an infection on (B)(6) 2011. The infection-causing organism was not provided. The neurostimulator was subsequently reactivated on (B)(6) 2011, and a new lead was implanted. No further details, pt symptoms or outcome were provided. A follow-up report will be filed if add'l info becomes available.